Event description:
It was reported during a service training that the ventilator failed, the internal leakage test during pre-use check. There was no patient connected to the ventilation system. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).